Manufacturer narrative:
Correction: section h6: the patient and device code are updated based on additional information.

Event description:
Additional information received that patient lost therapy and ipg was explanted and replaced, restoring the therapy.

Manufacturer narrative:
Correction: h6 - patient code co:rrected to 2199 and device code corrected to 3189. D7 - date of explant date should have been entered as (B)(6) 2020 previously an elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The external device displayed early replacement indicator. Ipg assessment indicated that it was depleted prematurely. As a result, surgical intervention may be pending.